Event description:
Device issue: physical resistance. Time of device issue: during the procedure. Adverse event: perforation requiring treatment. It was reported that during a saphenous vein bypass graft stenting procedure, a promus stent failed to cross the lesion. The lesion was dilated again and the stent was delivered; however, post stent angiogram showed a perforation. A jostent graftmaster was advanced, but got stuck in the vein graft and was deployed proximal to the perforation. A voyager balloon was taken to the perforation, inflated to 8 atmospheres (atm) for 2 minutes. An angiogram taken showed a small leak, so the balloon was taken back to the perforation and inflated to 8 atm for 7-8 minutes. During this period, the patient developed hypertension and was given some nitroglycerin. After the second balloon inflation, the bypass graft thrombosed and the perforation was sealed. The patient was hemodynamically stable, so further interventions were stopped and the patient was taken to the intensive care unit. Although requested, there was no additional information provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the united states.

Manufacturer narrative:
(B)(4). (B)(4). The stent remains in the patient. The lot number has been provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. The graftmaster (part 12746-26, lot 500218), is being filed under a separate MFR number.